Event description:
The patient was reportedly experiencing ongoing skin irritation at the implant site. The patient was prescribed with antibiotics (duricef) for 3 weeks.

Manufacturer narrative:
Advanced bionics considers the investigation of this reportable event as closed. The patient's doctor confirmed that the prescribed antibiotics resolved the skin irritation. This is the final report.